Manufacturer narrative:
Service representative replaced the unit's gas bench. Calibrated unit to factory specs.

Event description:
Customer reported a gas module iii reported incorrect gas readings. No pt injury was reported.